Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize loaded set. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the direction of flow label causing the link to not fully latch when door was closed . The device requires case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not registering door position. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.